Event description:
It was reported the insulin pump was alarming no delivery. Customer believes that alarms might be cause because of the infusion set or reservoir but issues have been frequent. Customer does not recall blood glucose level. Customer was unable to troubleshoot as he had done a complete set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.